Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a stenting procedure of the right common iliac artery, an attempt was made to pre-dilatate the vessel using the fox plus dilatation catheter; however, the balloon ruptured during the first inflation at 6-8 atmospheres. A non-abbott balloon was used to complete the dilatation. There were no adverse pt effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.